Event description:
It was reported that the device parts were damaged. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual and functional testing were performed. The testing could duplicate the customer reported problem, the blade fixing ball and spring have fallen off. The root cause of the issue is unknown. The product was returned to the customer as unrepairable because no replacement parts were available. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.